Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. The patient received several air detected in the cassette warnings during drain 2 of 5. The patient tried a reboot, but the warning continued. Technical support suggested to restart with new supplies, but when patient opened the cassette door there was fluid in the pump module area and fluid on the external part of the cassette. The patient declined to do manual treatments and said he would contact his pdrn the next day. A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient developed peritonitis as a result of the reported fluid leak event but the actual date was not reported. The patient was administered a regimen of antibiotics. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested but not received. The cycler set used by the patient was discarded.